Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned this case will be re-opened, an investigation will be conducted, and a follow up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received notice of an FDA medwatch report submitted by an adc freestyle libre user which reported the following: "my abbott freestyle libre has a huge variance from my actual blood sugar test results." No further details were provided. There was no report of third-party treatment or intervention. Based on the information received, there was no report of serious injury associated with this event.